Manufacturer narrative:
It was reported that the bed was close to, but not contacting a wall, it had nothing underneath it, pt states they got into bed and the break happened when they sat back(they admitted to "flopping" back once seated). Pt has limited use of l arm and weighs approximately 250lbs. No injuries occurred as a result of the failure. The motor is broken and the bar is bent. The bar is what pivots the head spring section upwards for the user to put their upper torso in an elevated position. The semi electric motor attaches to this bar on the small tab on the left side of the round bar.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that they got into bed and the break happened. The motor is broken and the bar is bent.